Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 7.9 mmol/l. The customer states that they were following the standard protocol in filling the reservoir and tubing. The customer declined trouble shooting stating that they are not experiencing the air bubbles at the moment. The customer will call back if they experience the issue again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.